Manufacturer narrative:
No device return anticipated as the rep was not able to return the devices. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 69 yo male patient, who had an initial left hip replacement, initial implant date unknown, had their cup liner and head revised on (B)(6) 2022 for unknown reasons. The cup and liner were replaced with competitors devices. The patient was last known to be in stable condition following the event. The rep is unable to return the devices for analysis.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The patient had bilateral hip replacements. The cause of the bone loss and subsequent revision cannot be conclusively determined; however, it is most likely related to patient's underlying conditions.

Event description:
The patient was revised due to bone loss around the cup. There were no issues during the revision surgical procedure. The patient requested the devices. The product numbers are unknown. No additional information